Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system replacement procedure. Upon interrogation prior to the procedure it was noted that the patients right ventricular lead exhibited r-wave amplitude variation. Upon fluoroscopy it was noted that the atrial lead was in a straight position with no slack. The physician capped and replaced both the leads on (B)(6) 2018. The patient was in stable condition before, during and after the procedure.